Event description:
Caller reported compact plus system 1 blood glucose result of 0.6 mmol/l and 6.0 mmol/l on compact plus system 2 within 10 minutes. No information was provided for compact plus system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for compact plus system 2.